Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department received medical records associated with the reported event. Both a clinical investigation and plant investigation are in process. A supplemental MDR will be submitted upon completion of these activities.

Event description:
A registered nurse (rn) from the hospital reported that a patient was found to be unresponsive with approximately one hour remaining until completion of the hemodialysis (hd) treatment. The patient, noted as being a chronic hemodialysis user, was receiving hd therapy in the intensive care unit (ICU) when the patient was observed to be in cardiopulmonary arrest. The treatment was terminated, and then cardiopulmonary resuscitation (CPR) was initiated by the code team. The nurse indicated that the patient's catheter was able to be flushed, but the patient's blood was not able to be rinsed back from the extracorporeal circuit. The patient's estimated blood loss was approximately 300ml. Furthermore, the patient received a heparin 1000u bolus pre-treatment, and then 500u every hour while being dialyzed. Follow-up information was provided which revealed that venous pressure high alarms occurred during the treatment as a result of the patient continuously lifting the access arm above their head. However, no venous pressure high alarm was present at the time of this event. Reportedly, the patient was undergoing an abdominal ultrasound, for an unknown reason, when the stenographer observed the patient to be unresponsive. Following this event, the patient was intubated. The patient's current condition is not known, but the nurse was able to confirm that the patient has received follow-up hd treatments with no further issues. The patient remains hospitalized. A fresenius regional equipment specialist (res) performed an on-site evaluation of the 2008t hemodialysis machine. No problems were identified; the unit was returned to service at the user facility. The dialyzer and bloodline are available for evaluation by the manufacturer. No samples of the acid/bicarb in use during the treatment are available for analysis.

Manufacturer narrative:
Manufacturing investigation: a sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A lot history review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. No information was found and no lots were identified during this review, which sought to identify the lot numbers for all naturalyte liquid acid concentrate products shipped to this account within the selected time frame. As the lot number was not identified by the user facility and since no lot information was identified during the ship history, a manufacturing review was not able to be performed. However, all device history records (DHR) are reviewed and released according to the ¿review and release of device history record¿ standard operating procedure (sop). Product is not released if it does not meet requirements or is nonconforming. Naturalyte liquid acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. A definitive conclusion regarding the involvement of the product could not be reached without a physical examination of a complaint sample. Clinical investigation: the patient medical records were provided by the facility on april 1, 2016 and april 22, 2016. A clinical investigation was performed to identify a causal relationship between the hemodialysis treatment and the adverse event. The medical record revealed that the CT scan of the chest was positive for a pulmonary embolus left upper lobe pulmonary artery. Additional findings show areas of the lungs with bilateral edema and/or infiltrate. The medical record confirmed that the patient has multiple co-morbidities as well as documented noncompliance related to her hypertension and diabetes. There is no allegation that a device malfunctioned occurred. According to the hemodialysis (hd) registered nurse (rn), the machine had not alarmed when patient became unresponsive. The machine did alarm at least once during treatment for high venous pressure, which the nurse attributed to the patient continuous raising of access arm. Medical records did not contain md or rn progress notes, hd treatment orders or treatment sheets, medication administration record, or a discharge summary. Based on a review of both patient medical records and customer contact information, there is no documentation that indicates a causal relationship between the naturalyte liquid acid concentrate and the cardiopulmonary event.